Event description:
A (B)(6) female infant with trisomy 21 and extensive cardiac history was housed in the pediatric ICU due to rsv and respiratory distress. She had a morpheus smart PICC line infusing critical medications. The PICC line was observed by the nurse to be broken and leaking fluid where the luer meets the tubing. The PICC line was removed and a central line was inserted.